Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Both instruments failed during this surgery. Their were no adverse consequences to the patient. All parts were collected. The patella clamps were lost during the wash process. Remaining parts were autoclaved and available to return.

Manufacturer narrative:
An event regarding subcomponent dissociation involving a triathlon modular distal capture was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis confirmed no evidence could be observed on the pins indicative of pressfit conditions. -medical records received and evaluation: not performed because no records were provided for review. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the reported event was confirmed. A material analysis found no evidence on the pins to indicate press-fit conditions. An nc was raised with the supplier to address the observed nonconformance.

Event description:
Both instruments failed during this surgery. Their were no adverse consequences to the patient. All parts were collected. The patella clamps were lost during the wash process. Remaining parts were autoclaved and available to return.